Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 16571652. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 16571652 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 16030808 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 16362758 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced worsening pain when the spinal cord stimulator (scs) was turned on. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility. There was no device issue that was suspected.